Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced multiple parts on cell 1 which includes ise processing printed circuit board, reference electrode block, reference cable, sodium cable, potassium cable and chloride cable which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous low ise (ion selective electrolyte) patient results generated on cell 1 of their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. Customer did not provide data or patient demographics for review.